Event description:
The hospital reported that during an endoscopic vein harvesting procedure, they couldn't get any saline into the scope washer connector. It seemed that it was blocked because they were able to push the solution out of the syringe but it wouldn't go through the scope washer connector. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that there were no non conformities with the device. There was evidence of blood. A functional test was performed on the device. Water was pushed through the scope wash tubing with a syringe, but it did not squirt out of the c-ring, it dripped out of the cannula. The cannula was opened up and it was found that the scope washer tubing was clogged at the entrance of the guiding tube. Based upon this observation, the reported complaint was confirmed. (B)(4).